Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. The field service engineer verified the malfunction and checked the firewall settings, which were found to be okay. Upon inspecting the light emitting diode (led) lights on the controller boards, the field service engineer found that drawer 1.1 had a solid red led on. The field service engineer powered off the device again, replaced the module controller board, and restarted the device then all the drawers were detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the communication bus. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.